Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the x-position of the xyz arm at the primary rack was out of calibration. The instrument was adusted, tested without further problem, and returned to service.